Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station repeatedly rebooted itself. A field service engineer (fse) reseated all in one (aio) to resolve the issue and the access was verified to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen had been turning on and off, kept rebooting itself. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.